Event description:
The surgeon reported that the hoffman/ahmed micro-scissor broke when he attempted to cut scar tissue in the eye. There was no impact to the patient and the broken piece was removed from the eye. The procedure was completed using another hoffman/ahmed micro-scissor.

Manufacturer narrative:
The device was returned with damage that is indicative of the scissor being used to cut too hard of an object.